Manufacturer narrative:
(B)(4). Additional information: the device is not available for evaluation, therefore the reported condition could not be confirmed nor duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump for damaged battery alarms found on multiple devices; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.